Manufacturer narrative:
Serial number was not provided therefore UDI is unavailable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a no external power event on (B)(6) 2019. The event was cause by a brief power disruption while the patient was being supported by the mobile power unit (mpu). It cannot be discerned if this was caused by the mpu power cord coming loose from the connection with the mpu, the wall outlet, or if power to the house was lost. Additional information was requested but not provided.

Manufacturer narrative:
Section h5, h8: correction. Manufacturer's investigation conclusion: the reported event of a no external power event captured in the log file was confirmed. The log file provided by the customer contained events recorded from (B)(6) 2019 to (B)(6) 2020 where a no external power event was recorded on (B)(6) 2019. The associated voltage levels indicated that the event occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate ii lvas IFU and heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. To resolve alarm: 1. Immediately connect the system controller power cables to a working power source (functioning power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU and heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.